Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 8021545.

Event description:
It was reported that the patient faced an event where infusion Set came off due to Humidity on (b)(6) 2026.